Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed de novo lesion was located in a calcified and severely tortuous left anterior descending artery. The physician inflated the 2.5x12mm maverick2 balloon in order to predilated the lesion and the balloon ruptured on the first inflation. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).